Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent tes (transforaminal endoscopic stenosis) surgery using tumor frozen autologous bone in cage and fixation with a l5 screw from t8 to t12 levels. Post-operatively, on an unknown date, the implanted rod and screw (at t11) broke. Reportedly, the patient complained of lower back pain because bone union was not achieved. The surgeon replaced the rod to a cobalt chrome rod and re-fixed using 4 rods. The broken screw was removed and a thicker size screw was placed. It was reported unknown whether, any fragments of the broken implant were remaining in the patient.